Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gallbladder procedure, when preparing to perform artery clipping, the devices were not yet used on the patient, the user opened the product package and the 3 clips closed, the inner and outer layers had been clamped, firing was not performed. A new clip was used to resolve the issue. There was no patient injury.